Event description:
Upon receipt of the device, the calibrator passed the monitor diagnostics, arterial standard reference sensor and the hematocrit saturation check. The user reported that after starting the calibration procedure, the message "chosen gas module configuration does not match placement of cable - heads in calibrator" appeared on the screen. Since the event occurred out of box, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.